Manufacturer narrative:
Button error alarm and intermittent up button response due to corroded keypad trace. No moving, ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the display. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.